Manufacturer narrative:
This report is submitted on 6 march 2020.

Event description:
Per the clinic, the patient experienced performance decrement following a head trauma, subsequently the device was explanted (B)(6) 2020.